Event description:
Customer reportedly received results of 33 mg/dl and 81 mg/dl within 10 minutes on the aviva sys. No low blood glucose symptoms reported. No actions taken based on device results. L1 control was run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.